Event description:
The pt required intubation during his administration. During his stay, the end of the ett that connects to the ventilator became stretched out, and the pt continually "popped off" the ventilator (kept disconnecting from the vent). Staff needed to use measures to maintain the connection.